Manufacturer narrative:
The qdot micro device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. Current leakage was not observed during the test. A manufacturing record evaluation was performed for the finished device 31409498l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the sensor issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that a current leakage error occurred on the carto 3 system, only during radiofrequency (rf) delivery with the qdot micro catheter in q-mode. They replaced the extension cable, replaced the ngen console to piu rf cable, without resolution. They replaced the tx eco cable, then, the carto was flashing a catheter sensor error (code unknown). The qdot catheter was replaced, and the errors resolved, and the case was continued successfully. No adverse patient consequence was reported. The current leakage and sensor error issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 06-dec-2024, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 06-dec-2024.